Event description:
It was reported that during ward rounds, it was discovered that there was water accumulation in the suction tube. After ruling out other factors, it was found that the pressure sensor and its accessory valve were not properly sealed, causing fluid to flow into the airway connector. The problem was detected promptly; thus, the patient suffered no harm.

Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations.